Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the linear lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead had high impedance on one of the contacts. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected.